Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. There were no cracks observed on the top of the burette. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the top of the drip chamber was found to be cracked. Reportedly, there was no leakage of csf. According to the report, they used another device with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.